Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient called back and repeated therapy issue which was previously reported and documented, see call summary. Patient said that just made an adjustment last friday or on monday however said hasn't noticed any improvement, said is voiding every five minutes. When asked, patient said takes a lot of medication and has a lot of different medical conditions. Patient called managing hcp office and was directed to contact patient services. Patient asked for programming direction. Reviewed therapy information and general programming guidance. During the call patient connected to neurostimulator and increased the setting slightly, said isn't able to increase too much as then stimulation will feel too strong. Patient confirmed stimulation is comfortable. Patient to monitor and track adjustments and symptom control. Patient said isn't able to wait a few days in between adjustments. Patient was redirected to consult with her healthcare team for her different medical conditions. Patient asked about ID card and patient services provided phone number for patient to call device registration in the morning. Additional information was received from the patient on (B)(6) 2023. They reported that they turned stim off for a couple days because it was uncomfortable. Patient turned stim back on and changed the program. Patient tried 3 or 4 of the programs. Patient increased stim up to 8 and was not able to feel stim. Patient hasn't had any falls, trauma or change in activity. Patient said they had stim off for a long time due to stomach issues and it wasn't working. Patient said they thought they would try it again as they have been going a lot. Recommended patient follow up w/ hcp to have the device checked. Patient turned stim off. Additional information was received from the patient. They reported that they have not contacted the doctor who manages their device yet about this issue. They also noted that they did not experience urinary retention prior to the device and catheterization was not their standard of care prior to the device. They indicated the steps taken to resolve the issue will be "have to see the doctor" and that the issue has not yet been resolved.

Event description:
Additional information was received from the patient. Patient called back and mentioned previously noted symptoms. Patient had questions about general use of their external equipment. Reviewed general use. Patient mentioned they have an appointment with hcp tomorrow.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implantable neurostimulator for the treatment of bladder issues. It was reported that  they are having retention especially in the evening. Patient had talked to the rep who recommended they change programs. Patient said they changed the program and could feel stim but it wasn't uncomfortable. Patient went from 3: 30 to 10: 30 last night and couldn't go to the bathroom. Patient called and left a message for the representative david last name asked, unknown. The device was implanted for oab and the patient was going all the time and the device never helped. Patient has had the device off for a long time because they were having a lot of stomach issues and the hcp thought the device wasn't working because of the stomach issues. Reviewed adverse events. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Additional information was received from the patient. It was reported that the cause of increasing the stim up to 8, but not feeling stim was unknown. Steps taken to resolve the issue included changing the stimulation. The issue was not yet resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.